Manufacturer narrative:
(B)(4) - urinary tract infection. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient's sling remains in place. The first urinary tract infection occurred soon after the procedure. The patient is taking oral antibiotics daily. At present, the patient is taking nitrofurantoin 100mg at night, plus ciprofloxacin 500mg twice a day for five days when the urinary tract infection is symptomatic. She has had at least nine urinary tract infections since initial sling procedure. The patient also has stress urinary incontinence and now urge incontinence. The patient has to wear pads, which was not the case prior to the sling procedure. (B)(4).

Event description:
It was reported that a patient underwent a repeat sling procedure on (B)(6) 2010. Since the procedure, the patient has had two urinary tract infections and was treated with antibiotics. When voiding urine the patient reports that the stream is weak and then she has to go again soon after as urine is still in her bladder. The physician wants to do another procedure which the patient states is a balloon to dilate the urethra.